Manufacturer narrative:
A representative went to the site to preform system check out. It was noted that they adjusted the cabling that went to the battery indicator. Otherwise, there were no parts replaced and the system preformed as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used intraoperatively for a sacroiliac and thoracolumbar procedure. It was reported that during a case the system went unresponsive and showed many battery errors. The site had to stop using the system mid case. No further information was provided. There was no reported harm to the patient present and there was less than one hour delay in the procedure.